Event description:
On (B)(6) 2012, the reporter called animas alleging that the down arrow keypad button is unresponsive. The keypad is reportedly intact and there is no reported exposure to water. The patient reports keeping the pump in a pocket and does not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 06/22/2012 - device evaluation: the insulin pump has been returned and evaluated by product analysis on 05/31/2012 with the following findings: on investigation, the keypad was found to be fully intact. The down arrow button responds to presses intermittently; all other buttons respond to presses appropriately. The keypad was removed and adhesive was found under the button contacts.